Event description:
It was reported that the patient had less than 50% therapy relief and was presented to the hospital on (B)(6) 2012 with symptoms of withdrawal, namely increased spasticity. A programmed bolus of 100mg was administered, but there was no response. It was suspected that there was a loss of efficacy and the symptoms were located within the catheter track. The following day, the patient underwent a catheter revision and catheter aspiration was performed with normal flow. It was indicated that there was no diagnostic or visual confirmation of a catheter issue. It was also indicated that the computed tomography (CT) scan was normal. It was noted, intra-operatively, diagnostic of proper pump function was performed with a programmed bolus and a visual examination of fluid exiting the catheter connection port was normal. A visual inspection at the spinal incision revealed a hole in the spinal segment of the catheter within one centimeter from the connector pin. As a result, the spinal segment was trimmed by one centimeter to remove the damaged portion. It was reported that a new pump segment was implanted and connected to the existing segment (minus the one centimeter that was removed). It was indicated that the patient was alive and had no injury. The drug delivered via pump was lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the (B)(4) catheter found a user related hole in the catheter body. It was not possible to determine how this hole may have occurred but it seemed to be the result of some type of mechanical force. The hole was not related to the manufacture of the catheter. Analysis noted that the event information was slightly confusing because it stated "a new pump segment was connected to the existing spinal segment" yet this item that was analyzed was the distal segment containing the dispensing holes. Analysis of the (B)(4) catheter found that the catheter was incomplete/returned in segments and had acceptable testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: (partial) 2012 (B)(6). Product type catheter product ID, 8596sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6). Product type catheter product ID, 8596sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6). Product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.